Event description:
The nmpa report number is (B)(4). It was reported that the procedure was performed to treat a mildly calcified lesion in the left anterior descending (lad) artery. A 4.0x23mm xience alpine drug-eluting stent (des) was advanced through resistance and successfully deployed at the lesion; however, during withdrawal the shaft was noted to separate inside a 6f guiding catheter. The separated shaft was removed as a single unit with the delivery catheter and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the stent delivery system (sds) encountered resistance with the guide catheter during advancement. Factors that may contribute to difficulty advancing and removing an sds through a guide catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the sds, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or sds. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was reported that the sds separated during removal. It is possible that manipulation of the sds, when resistance was encountered, resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.